Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was documented as jan 15, 2018. The correct date was jan 3, 2018. It was inadvertently reported in the initial report that the motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had a damaged hose. Upon further review, it was determined that the control unit on the electric pen drive device was not functioning and defective. It was further determined that the device ran automatically when the cable was plugged into the forward mode; and that its positioning pin was rusted and broken during disassembly. It was further determined that the device failed pretest for check function and direction of rotation. If additional information should become available, a supplemental medwatch report will be sent accordingly.